Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 126 and 130 mg/dl and from results obtained of 32 and 74 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 87 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on 02/08/2019, she had been feeling jittery and light headed, so she took her blood sugar and obtained a result of 32 mg/dl fasting. Customer stated that she ate some peanut butter and drank a boost and called her doctor. Customer stated that she was advised by her doctor to go to the hospital. Customer stated that before she left, she checked her blood glucose and it had gone up to 135 mg/dl non-fasting. Customer stated she drove herself to the hospital and that she was sent directly to the lab. Customer stated by the time she got her blood drawn her blood glucose went down to 60 mg/dl non-fasting (taken on the lab's glucose meter). The diagnosis was low blood sugar and customer was given a ham sandwich and IV fluids. Customer did not confirm that the meter to lab meter results of 135 and 60 mg/dl were performed back to back. Customer stated that she was admitted on (B)(6) 2019 and discharged on (B)(6) 2019. No new medications or healthcare program was suggested. Customer continued to use the truetrack meter. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 89 mg/dl and 97 mg/dl using truetrack meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/28/2021 and open vial date is february 2019. The meter memory was reviewed for previous test result history: result 1:126mg/dl date:2/20/19 time:3:50 pm fasting. Result 2:130mg/dl date:2/20/19 time:3:50 pm fasting. Result 3:105mg/dl date:2/19/19 time:11:55 pm fasting. Result 4:74mg/dl date:2/19/19 time:9:36 pm fasting. Result 5:88mg/dl date:2/19/19 time:9:03 pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method and conclusion codes h10:retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134-user has low glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/27/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134-user has low glucose value. Test strip UDI #: (B)(4). Note: manufacturer contacted customer on 2/27/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 126 and 130 mg/dl and from results obtained of 32 and 74 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 87 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2019, she had been feeling jittery and light headed, so she took her blood sugar and obtained a result of 32 mg/dl fasting. Customer stated that she ate some peanut butter and drank a boost and called her doctor. Customer stated that she was advised by her doctor to go to the hospital. Customer stated that before she left, she checked her blood glucose and it had gone up to 135 mg/dl non-fasting. Customer stated she drove herself to the hospital and that she was sent directly to the lab. Customer stated by the time she got her blood drawn her blood glucose went down to 60 mg/dl non-fasting (taken on the lab's glucose meter). The diagnosis was low blood sugar and customer was given a ham sandwich and IV fluids. Customer did not confirm that the meter to lab meter results of 135 and 60 mg/dl were performed back to back. Customer stated that she was admitted on (B)(6) 2019 and discharged on (B)(6) 2019. No new medications or healthcare program was suggested. Customer continued to use the truetrack meter. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 89 mg/dl and 97 mg/dl using truetrack meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/28/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).